Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider charger was not lighting up. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The indicator led would not illuminate on the charger block. A functional evaluation was performed. The charger would not charge a test battery. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with an electrical problem. Factors that could have contributed to the event include attempting to charge a faulty battery resulting in a blown fuse or other electrical component. No containment or corrective actions are recommended at this time.